Event description:
It was stated that air was found in the cassette and that the air alarm was triggered. According to the customer, the cassette was properly filled and vented. At the time when the air alarm was triggered, there should have been approximately 30 ml of air in the cassette. No adverse patient effects were reported.

Manufacturer narrative:
D4: catalog, lot, expiration date, UDI number unavailable. G4: 510k number unavailable. H3: device not received by manufacturer. H4: device manufacture date unavailable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.